Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial clinical review of the available information and determined that device contribution is unknown due to a lack of ECG data. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy and also locked up. It was reported the patient experienced other serious (important medical events).

Manufacturer narrative:
Correction: section b2 outcomes attributed to ae in the initial medwatch report indicated: other serious (important medical events). Section b2 outcomes attributed to ae should indicate: death. Section b2 death date should indicate: (B)(6) 2020. Section b5 executive summary of the initial medwatch reported indicated: the customer contacted physio-control to report that their device failed to deliver energy and also locked up. It was reported the patient experienced other serious (important medical events). Section b5 executive summary should indicate: the customer contacted physio-control to report that their device would not work when the user tried to press any button on the monitor. The customer indicated a back up device was used, but the patient did not survive the event. Section h1 type of reportable event of the initial medwatch report indicated: serious injury. Section h1 type of reportable event of the initial medwatch report should indicate: death. Device evaluation: physio-control evaluated the customers device and verified the reported inoperative controls issue. Physio replaced the device's user interface pcb assembly to resolve the reported inoperative controls issue. The reported unexpected power loss issue was unable to be duplicated or verified during evaluation. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined an electrically damaged integrated circuit designator u5 was the cause of the reported inoperative controls issue. The cause of the reported unexpected power loss issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not work when the user tried to press any button on the monitor. The customer indicated a back up device was used, but the patient did not survive the event. Upon physio control evaluation a tag was found on the device indicating the device powered off unexpectedly.